Manufacturer narrative:
Concomitant products: (3) pri tubing; extension tubing, therapy date (B)(6) 2015. Undetermined or unknown cause. The customer¿s report of a channel error was confirmed. Visual inspection of the device noted no damage or any issues. Analysis of the pcu event log could not confirm any channel errors on the day of the reported event ((B)(6) 2015); however a channel error was confirmed in the logs on (B)(6) 2015. On (B)(6) 2015 at 9:02 pm the pcu was initially powered on and the source pump module was shown as being attached as channel c seconds later. On (B)(6) 2015 at 9:24 pm the user programmed an infusion through guardrails for sodium chloride 3%. At 9:25 pm the user started the infusion at 85ml/hr with a vtbi of 65ml. The initial primary volume infused was recorded as 959.967ml. A short time later, a 240.4150.0 (bottle side pressure sensor) channel error occurred which stopped the active infusion of sodium chloride, no other channels were affected by this channel error. At 9:58 pm the pump module was powered off. The final primary volume infused was recorded as 960.467ml, however only 0.5mls infused during this infusion. Functional testing of the pump module confirmed that the issue was related to a defective upper pressure sensor. The upper pressure sensor was replaced with a known good part with no further issues. The proximate cause of the reported even of a channel error was determined to be due to a failed upper pressure sensor.

Event description:
The customer reported that "after selecting syringe size for intermittent med pump alarmed channel error." No additional event information provided.